Event description:
The customer reported the system will not save images and is displaying a hard drive error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. System operates as intended. (B) (4).